Event description:
It was reported that, during an intramurally nail procedure, the first locking screw was inserted, but when attempting to insert the second locking screw, it became evident that the medium hexdriver was not engaging or securing the screw for placement. The tip of the screwdriver was then observed to be fractured, and an x-ray revealed the remaining portion of the screw thread embedded in the patient. An attempt was made to remove the piece, but it was decided to leave it in place due to the patient's obesity. The broken piece of the hex driver remained inside the patient's wound. It was not possible to remove it. The procedure was resumed, without any delay, using an equivalent s+n back-up. Patient's current health status is stable as there were no additional complications as the piece was a minimal part and does not pose any risk. No further complications were reported.

Manufacturer narrative:
H11: internal complaint reference: (B)(4). H3, h6: this complaint was opened by smith+nephew to document a patient complication related to a product problem with a smith+nephew device. The reported issue(s) relate to known risks with the device itself or with its use that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Manufacturer narrative:
Internal complaint reference: (B)(4). Additional information: e1, h6, h11. Correction: h8. H11: the device was not returned for evaluation. However, the photographs were reviewed and revealed that the threaded tip on the shaft is fractured. The clinical/medical investigation concluded that, the x-ray images were not provided for review. Based on the limited information provided, the clinical root cause of the reported breakage could not be determined, and we are currently unable to rule out a procedural variance as a contributing factor to the reported event, which does not represent a device malfunction. The medium hexdriver is made of 420 stainless steel. This instrument is an externally communicating device, it is neither manufactured nor intended for implantation. Long-term implantation data is not available. Micro-motion or movement is unlikely as it was noted that the fragment was left embedded in the patient; however, there is potential risk for tissue inflammation and/or pain. A review of the production order did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history revealed similar events for the listed part number over the previous 12 months, but no similar events for the batch based on the historical data, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of instructions for use for care, maintenance, cleaning and sterilization of smith & nephew orthopedics devices revealed that visually inspecting for damage or wear, including components in their disassembled state prior to re-assembly as well as ensuring components are re-assembled securely is indicated. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no evidence to conclude that the product failed to meet any specifications at the time of manufacture. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are likely potential factors that could contribute to the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor future complaints and investigate as necessary.